Event description:
Customer reported with an issue of the endoscope mask is not displayed . The issue found during an unknown event. There is no patient involvement associated on this event. No user injury reported. Device evaluation found no image appears due to ccd (charge-coupled device) failure. This report is being submitted for no image due to ccd failure found during device evaluation.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection found no image on the device due to ccd failure. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: d5. The subject device was manufactured in 2004, though a specific date was not identified. It has been over 17 years since the subject device was manufactured, therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿no image¿ was reproduced. It was estimated that the image was no longer displayed due to a failure of the charge-coupled device (ccd) unit. It was presumed that the cause of the ccd failure is that the cable and ccd unit have deteriorated due to flooding from the cable break. Other incoming inspection findings were as follows: cable scratches flooded; coupler rattling the instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not reprocess or store this product with tweezers, forceps, scalpels, etc. A hole may be created in the camera cable, and water leakage may damage the electrical circuit inside the product. Do not hit or drop this product. Water leakage may damage the electric circuit inside the product.¿ olympus will continue to monitor field performance for this device.